Manufacturer narrative:
At this time, the device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device may not be available for return - sales rep is trying to acquire from facility if they haven't yet discarded it.

Event description:
It was reported by the company representative that after a patient underwent a bi-frontal cranioplasty, utilizing two peek implants, it was observed during a follow-up appointment that the patient had acquired an infection. The peek implants were removed thereafter.